Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID neu_label_acc, product type: accessory.

Event description:
Additional information was received from the consumer on 2017-04-26 reported that the leads failed twice. The patient had to have surgical steel (paddle) implants and it was reported that the leads could not hold up. It was reported that the patient could not get an MRI with them which was why the patient wanted it written that they could not have an MRI on their card. It was reported that the leads did not hold up. It was reported that the issue with the situation and the card not explaining the situation could cause the patient harm. It was reported that this was how the surgeon explained it to the patient. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that therapy was working well, and then suddenly stimulation location changed from across the middle of the back to the knees. The patient stated she worked with representatives to reprogram, which was ineffective. The patient the doctor also tried revising the leads, which was ineffective. The patient states that she had the leads replaced, which resolved the issue. The patient noted she is recovering from the surgery, was slow moving, and annoyed from having a surgery. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.